Event description:
It was reported that the stenoscop system displayed a degraded image. There was no adverse pt. Involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The brightness and contrast was adjusted on the monitor. The system was tested and found to be working as intended and placed back into service.